Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the scope of the subject device tested (B)(6) for (B)(6) (1-4 cfu / endoscope). The subject device had been reprocessed with soluscope serie 4, a non olympus automated endoscope reprocessor model, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the subject device tested positive for the following microbes. The instrument channel: staphylococcus coagulase negative (1 cfu/endoscope). The air/water channel: staphylococcus coagulase negative (1 cfu/endoscope) the auxiliary water channel: acinetobacter species (1 cfu/endoscope). The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the french guideline. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed all channels were wear and tears. After the reprocess, (B)(4) sent the subject device to a third party laboratory again for another microbiological testing. In the test, the air/water channel of the subject device tested positive for staphylococcus coagulase negative (1 cfu/endoscope). It cleared the french guideline. The exact cause of the reported phenomenon could not be conclusively determined.